Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the chipped acoustic lens, the cause of the gap between the adhesive and the lens, or the fallen off probe was handling and/or chemical stress to the device. The event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the connector of the evis exera ii ultrasound gastrovideoscope was defective. The customer noted there was wear damage to the attachment of the accessory channel that was moving. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the acoustic lens was chipped, there was a gap between the acoustic lens and ultrasound probe and a stain entered inside the lens through the gap, and parts fell off of the probe unit. The report is being submitted due to multiple failures found during evaluation.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was not confirmed and connector defects were found. Evaluation did find switch #1 was cut, water tightness was lost due to damage on the guide pin of the electrical connector, the bending section cover adhesive was discolored, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.